Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint of needle cannula broke during insertion was confirmed through visual examination of the returned customer photos. No sample was returned; however, the customer sent four photos. Three of the returned photos show parts of the lidstock from the kit. The fourth photo, shows that the needle cannula is broken from the needle hub and guide wire tube assembly while inserted in the patient. The guide wire handle can be seen at the proximal end of the guide wire tube but the guide wire cannot be clearly seen in the returned photo. No other information could be obtained from the photos. The IFU for this product cautions that if resistance is encountered while advancing the guide wire do not force feed and warns not to retract the guide wire against the edge of needle while in a vessel to minimize guide wire damage. A device history record review did not reveal any manufacturing related issues. The cause of this complaint could not be determined based on the information provided and without the actual sample. No further actions will be taken.

Manufacturer narrative:
(B)(4) no sample will be returned for evaluation.

Event description:
It was reported the physician was attempting to place an arterial line into the patient. The metal broke off outside of the patient's arm and all the pieces were retrieved safely. As a result, another kit was used to complete the procedure.